Event description:
A medtronic representative reported that while in a navigated l3-l5 fusion spine procedure using the o-arm, the surgeon reported navigation was 1 inch inaccurate. When the surgeon checked accuracy after placing a screw at l4, navigation showed all instruments navigating 1 inch above the screw. Both the passive planar blunt and a suretrak'd tap were used to verify accuracy and were found inaccurate on all spinous process levels. There were no additional spins taken due to the inaccuracy. The site confirmed that the spine clamp did not move after either the pre-op or intra-op o-arm spins. The surgeon completed the procedure successfully with the use of the stealthstation s7 system. The surgeon took another post-op spin with the o-arm and when checking accuracy, navigation was accurate. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided as hospital stealth coordinator, declined to provide any details. Medtronic representative reported that they have completed another o-arm case following this case with no issues with accuracy. No files have been sent to manufacturer for evaluation to date.